Manufacturer narrative:
Batch review performed on 27 july 2021: lot 146324: (B)(4) items manufactured and released on 11-dec-2014. Expiration date: 2019-10-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without a similar reported event since 2017.

Event description:
6 years and 5 months after the primary surgery the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised medacta head and stem with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.